Event description:
It was reported that it was not possible to interrogate the device, and the magnet mode would not operate. The device battery was found to have depleted, and had no output. The device will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.